Event description:
Info received indicates the pump is not delivering the dose that is set. On a dose of 200, it delivered a range of 140-196.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.